Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received several inappropriate shocks while programmed in the primary vector. Date was sent for a technical review. No resulting adverse patient effects were reported however the patient was hospitalized and the device deactivated, pending a resolution. The technical services review was conducted and confirmed two treated and a single untreated, episode. All of the episodes showed a high noise amplitude and likely a type of multifocal tachyarrhythmia. Both conditions were over detected. The ts consultant provided troubleshooting steps to be performed to confirm/exclude noise or baseline movements generation by movements, posture changes or tapping over the device. Subsequently, the device was explanted. The physician was undecided on the next steps at this time. No return of product is expected and no procedural adverse effects were reported.